Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted in resetting the pump. It was confirmed that the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to call back if any malfunction code recurs, which they acknowledged and understood.